Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the sciatic pain had not been resolved. The patient also reported that they met with a manufacturer¿s representative who established that the wire was attached properly and that the next step was to visit their healthcare provider to check if the implant had moved and needed to be re-done. The patient also reported that they had lost 90 pounds since implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported sciatic nerve pain. The patient noted that they had a fall that could be related to the issue. The patient stated she had a few falls since implant about 4-5 months ago, but had not noticed any change in therapy at the time of the fall. The patient stated the healthcare professional (hcp) changed the program about 4 weeks prior to the call and about 3 weeks prior to the call the patient had sciatic nerve pain. The hcp told the patient that if she began to have pain in the leg to change the program. The patient stated she had changed the program and didn¿t notice any change. The patient stated then she turned stimulation off and still did not notice any decrease in pain. The patient stated they planned to see their other hcp and she was thinking about they may be ordering a MRI or CT scan. The patient noted sciatic nerve pain was sudden. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.